Event description:
During a pacemaker f/u, high impedance was observed, suggesting a connection failure or lead issue. Reportedly, the x-ray showed that the tip of the lead connector pin was protruding from the terminal block. A re-intervention took place on oct 3 and a high lead impedance was confirmed with a psa. The lead was replaced and the pacemaker remains implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.